Event description:
The customer fell getting out of bed at 6 am. The customer states they have been taking too much insulin based on high readings from their device. The customer alleges the device contributed to a "mini-stroke" according to their doctor. The customer compared their device to the doctor's, the doctor's device read 258 mg/dl. The customer was taken to the hospital for observation and a MRI and other tests.